Manufacturer narrative:
1. Review of production process: the production records of the batch were examined, and no abnormalities were found in the manufacturing process. The raw materials and production techniques for the product remained unchanged. The product is assembled using an automatic assembly machine, which includes a clogging and leakage inspection step to test each individual piece. Any defective products are automatically rejected. Before each shift, inspection personnel verify the functionality of this detection system, and production only proceeds if it is confirmed to be operating normally. 2. Batch sample testing: a sample of 10 pieces from batch number: 20241120, specification 27g*1 1/4'' hypodermic needles, was taken for testing: (1) five units were tested for lumen patency in accordance with iso 7864:2016 standards. The test results met the requirements, as detailed in appendix 1. (2) five units were tested to simulate clinical use for fluid aspiration and injection. All samples were unobstructed, with no clogging observed. 3. Cause analysis: it is possible that during clinical practice, the hypodermic needle was used directly to puncture medication vials for drug preparation or withdrawal, and in the process of piercing the rubber stopper, debris was generated, leading to needle blockage. It is possible that the medication used in the clinical setting was of a viscous nature, resulting in a clogging phenomenon. It is possible that other infusion devices used in conjunction with the needle in the clinical setting were abnormal, causing the needle to fail to deliver fluid.

Event description:
The customer advised that the needles are clogging.